Manufacturer narrative:
(B)(4). Investigation summary: ten samples were received and evaluated. All came in sealed packaging blister. A visual inspection was performed. The scale printing is missing in 7 of them this is 50 ml syringe. No other defect was observed. One photo was provided. It shows syringes with scale marking issue. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed and not detected in the next processes. Based on the sample analysis and investigation carried out the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 4th complaint for lot # 0079823 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch #. Based on the sample analysis and investigation carried out the symptom reported by the customer is confirmed. The lot # 0079823 was produced for 0.134 mm units, this is the 4th complaint; therefore, the cpm is 29. We will continue monitoring and trending this product and this symptom. Root cause description: after the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that bd 60 ml syringe luer-lok¿ tip was missing scale markings on 10 occasions before use. The following information was provided by the initial reporter: the scale mark of syringe has been erased.